Event description:
It was reported by service report that the left and right upright locking spindles are broken and the siderail cannot be latched up. No patient involvement or adverse consequences are reported.